Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code related to oxygen blending module failure was found in the ventilator's downloaded error log and the device failed a test step during testing. The device's oxygen blending module board and active exhalation control module needs to be replaced to address the issues. It was confirmed that the left/right keys did not respond even when pressed hard. Therefore, front panel/keypad led pca needs to be replaced in addition of the above evaluation, the device was returned unrepaired per customer request. And software version was checked, which was not related to the malfunction/issue.